Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s high blood glucose level was 400 mg/dl and low was 34 mg/dl. The customer¿s other blood glucose level was 250 mg/dl, 240 mg/dl, 300 mg/dl, 65 mg/dl to 86 mg/dl, 100 mg/dl, 200 mg/dl. The customer was treated with some milk and crack. The tried to calibrate the sensor but got a calibration error. The customer ate something and blood glucose went high 400 mg/dl at that point the doctor point customer long term insulin. The customer offered troubleshoot for high and low blood glucose. It was unknown whether customer was using the auto mode or not. The device will not be returned for the analysis.